Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer pressed resume insulin and resumed insulin delivery, continuing to use the pump for insulin therapy.